Manufacturer narrative:
One livewire¿ tc ablation catheter and one image were submitted for evaluation. The image appears to show a foreign material on the distal tip of the catheter. Visual inspection revealed a tissue-like material on the distal tip of the catheter. No other anomalies were noted on the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
There were no performance issues with any abbott device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During the procedures, tissue from the patient was noted at the tip of the catheter. Another catheter was used to complete the procedure with no patient consequences.